Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegations against the lead (failure to capture/sense) cannot be confirmed. The lead was actively implanted for approximately 5 years. A review of the device history record identified ten (10) tray and box labels were rejected for the incorrect date of manufacture. A review of complaints identified no other complaints against this lot number. The instructions for use (IFU) identifies adverse effects including: periodic or continued loss of sensing and/or pacing due to fracture, dislodgement, cardiac perforation, or threshold elevation. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this ventricular lead was capped because it was not working properly. Per information, when the lead was set to bipolar mode it would not capture, and when the lead was set to unipolar mode it would not sense. The impedance was fine in both modes. There were no subsequent device or clinical adverse events reported.